Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was placed in the catheterization lab and when getting ready to transfer the patient to the intensive care unit, a purge pressure high alarm went off followed by purge system blocked alarm. The left ventricle waveform above aortic waveform and high flows on associated p-level indicated flow saturation. The impella cp was removed and the patient survived the explant.

Manufacturer narrative:
The investigation for the high purge pressure and saturated flow has been completed. Data logs were reviewed finding there were no distinct motor current spikes seen but spikes in placement signal followed by a slight decrease in purge flow. This was followed by an increase in purge pressure and decrease in purge flow over the course of 25 minutes. After 25 minutes, high purge pressure alarms were triggered and there was saturated flow. The product was returned and there was no biomaterial in the purge gap or wrapped around the impeller. However, there was blood found in the purge line. There were no kinks found in the purge tubing. The root cause of the high purge pressure is most likely due to biomaterial. The root cause of the saturated flow is most likely due to biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ corrections to the initial MFR report: g1 MDR reporting contact email